Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between november 22-24, 2025. H11: the device and a photograph were received for evaluation. The photograph was reviewed, and it was noted that there was white solution inside the bag and a leak was identified in the lower side of the bag due to a possible incomplete welding in the bag. The actual device was visually inspected and it was noted that there was a leak in the welding area due to an incomplete welding in the bag. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked into the clamped/sealed part of the bag. It appeared that the outer edge of the bag was not completely sealed during manufacturing process. This was discovered during the final de airing of the tpn bag. There was no patient involvement. No additional information is available.